Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Conclusion summary of the related event: based on the preliminary investigation, the most probable cause for the cases related to manufacturing process in the ats#1 and ats#2 manufacturing lines is related to machine condition. As part of the nonconformance report (ncr) tw# (B)(4) actions were taken for this failure mode, which were the main factors for the reduction in the quantity of complaints per month. In addition, the investigations (rci¿s) tw# (B)(4) and tw# (B)(4) were carried out and actions were taken for the off-center failure mode in the convex two (2) piece (ostomy) and convex two (2) piece (wct) bulks manufacturing lines. Furthermore, a nonconformance search was performed in trackwise system, version 8.7, from 2018 to september 30, 2020, for the ¿starter hole off center or misaligned¿ failure mode for ats#1 and ats#2 manufacturing lines and as a result, no events related to this malfunction were found. Moreover, the following quality and manufacturing controls are currently in place in the ats#1 & ats#2, according to the product instructions and test methods, which contribute directly to the detection activities: ¿ manufacturing process instructions (pi21-130 - ats1 assembly and packaging / pi21-122 - ast2 assembly and packaging) 1. Visual inspection to completed product ¿ 100% of units 2. Testing and inspection log ¿ dimensional verification and visual inspection looking for collar concentricity ¿ 6 samples at the beginning of the batch and each 1 hour ¿ quality test methods (tm-017 ¿ visual nonconformities laminated adhesive products / tm-014 ¿ pouch nonconformities) a quality notification was given to the quality and manufacturing personnel of the ats#1, ats#2, convex two (2) piece (ostomy) and convex two (2) piece (wct) manufacturing lines, to make them aware of the new complaints received for this failure mode (refer to attachment #3 and attachment #5 of this ncr). For everything explained above, no additional actions are required. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the end user "usually gets 7 days of wear time but with the 2 first ones used out of the box the wafers lifted after 2 days of wear time. Upon inspection of the skin barriers the customer noticed the starter hole was off center". There were no photos depicting the reported compliant issue provided by the complainant. There was no harm reported from using the product.